Event description:
The optometrist reported that a pt with a 21 year history of contact lens use had sent him an e-mail stating that pt had developed a corneal ulcer in 2004 associated with extended wear of focus night & day lenses. Pt had recently bought and had been using a hot tub. The pt said that their eye had felt gritty and sore for about 2-3 days before pt went to the a&e dept of the local hosp. The hosp had prescribed topical antibiotics (hourly exocin and twice daily fucin). The optometrist stated that there was a large (2mm) lesion located mid-peripherally (at 10.30 position). There was no loss of visual acuity. The event has resolved and the pt has resumed contact lens wear with focus dailies with no reported problems.